Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient on 2016-apr-21 reported that their implantable neurostimulator (ins) was dead and they were in severe pain from their sciatica. The manufacturer¿s representative interrogated their ins and determined it was depleted. The represented told the patient they could charge the ins without the belt. Additional information received on april 25, 2016 reported that the patient had trouble with their ins and they wanted to ¿tweak it¿ to make it go down their legs. The patient stated that they had pain down the legs. Their healthcare professional (hcp) had given the patient oxycodone and muscle relaxants (as an intervention for the issue) so they had been sleeping a lot. The patient noted that the pain started months ago. The manufacturer¿s representative then met the patient in the doctor¿s office for reprogramming but they had not yet charged the device. It was reiterated with the patient that they could not be reprogrammed until they charge the device. It was indicated that the patient was going to get a new recharger belt and will charge. The indications for use for the implanted device were noted as degenerative disc disease and spinal pain. If additional information is received, a follow up report will be submitted. Additional information was received from the patient on (B)(6) 2016. It was reported that the battery was never dead. The patient clarified that they never said the battery was dead. Everything was fine as of (B)(6) 2016. The patient confirmed that the replacement recharging belt resolved the recharging issues. Additional information was received from a health care professional regarding the patient on (B)(6) 2020. It was reported that there was a note in the patient's records from (B)(6) 2016 about the battery not working. Another note from (B)(6) 2017 indicated that the patient's stimulator was recently explanted by another physician. The health care professional has no further information regarding the explant or issues.